Manufacturer narrative:
Combination product: yes. (B)(6) 2025, received additional complaint of fracture. Upon receipt, the lead under complaint was found cut 82 cm proximal to the lead tip. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The conductor coil was found fractured 61.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to impedance > 3000 in all but 1 configuration. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.